Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump passed displacement test, self-test, and error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and minor scratches on display window.

Event description:
It was reported that the pump will be returned for analysis. The customer's blood glucose reading was unknown.